Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, after a hard reboot, drawer 2.2 requires additional support to be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a hard reboot was performed, but drawer required additional support to be recovered. A field service engineer (fse) inspected all cables and wires for any shorts and found them in good condition. It was identified that the retractor band cable connector was not fully seated. All connectors were reseated, and the drawer came online after bootup. The drawer was successfully inventoried multiple times without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, after a hard reboot, drawer 2.2 requires additional support to be recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.